Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). (B)(6)

Event description:
It was reported that during the incoming inspection, a black stain was found on the sterile packaging. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the inner cavity confirms there is a black unknown stain on the foam. The sterile barrier was still intact. Ftir spectrum analysis was inconclusive as the stain could not be separated from the foam. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the product when it left zimmer biomet was non-conforming. The root cause of the reported event is the operator not following instructions during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.